Event description:
The user facility reported a 59-year-old female in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While under support, the pulses were lost in the leg. The team explanted via a femoral cut down, treated the the limb by fogarty embolectomy, and the pulse was restored. The cp was escalated to the 5.5 pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was verified due to the presence of thrombus in the patient vessel since the embolectomy resolved the limb ischemia. The failure mode will be monitored and trended.